Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg reaching end of life.

Event description:
Additional information received indicates that the ipg is approaching end of life. Reportedly, the patient ipg inoperable and providing therapy.

Manufacturer narrative:
Per the additional information received the ipg is providing therapy. As such, this event is no longer reportable.